Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-50sl device was being used during a hip arthroscopy on (B)(6) 2020 when the tip broke off while in use and fell into the patient's incision. Graspers were used to remove the component causing a 15 second delay. The procedure was completed as planned with no report of injury, medical intervention or hospitalization for the patient. The patient status was reported as "fine". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and no data was found. A two-year review of complaint history revealed there has been a total of 11 complaints, regarding (B)(4), devices, for this device family and failure mode. During this same time frame (B)(4), devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: this issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Correction: the rate of failure was listed as .001 and should have been listed as .00007. Manufacturing narrative: per the instructions for use, 15461, the user is advised that if any visual damage or defects are noticed during use, stop using the device immediately and replace the device. This issue will continue to be monitored through the complaint system to assure patient safety.